Event description:
The customer received a blood glucose reading of 125mg/dl on the breeze2 meter, was re-tested on a different meter at the hospital and the reading was over 200mg/dl. Depending on the actual hospital reading, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significantno adverse event was alleged.the customer was advised to return the test strips for evaluation.new test strips and meter were sent to the customer